Manufacturer narrative:
Product complaint # (B)(4).this is a combination product, and the event has been reviewed for both the suture and the triclosan.this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.additional information: h6 type of investigation.a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested but unavailable:what was the reason for the re-operation?please describe the findings during the re-operation.what is the surgeon¿s experience with this stratafix suture?please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure.were any concomitant procedures performed?on what tissue was the suture used?what was the tissue condition (normal, thin, calcified, fragile, diseased)?for the original intended closure, how were all layers closed?please describe any medical/surgical intervention required for this suture event including dates and results.did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?when beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision?after taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes?did the surgeon then proceed with wound closure in the opposite direction of the first pass?was the fixation tab seated against the tissue at the initiation of suture use during the index procedure?were two reverse stitches performed across the incision prior to closure?other relevant patient history/concomitant medications?does the patient have a known allergic history to any medical devices, food and/or medication?was allergy testing performed? If so, please describe with results.are there any photos available?were any pre-op cleansing procedures changed recently? If yes, please describe.did the patient undergo a patch test?what is the physician¿s opinion as to the etiology of or contributing factors to this event?what is the patient's current status?

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the reason for the re-operation? Please describe the findings during the re-operation. What is the surgeon¿s experience with this stratafix suture? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Were any concomitant procedures performed? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Other relevant patient history/concomitant medications? Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? Were any pre-op cleansing procedures changed recently? If yes, please describe. Did the patient undergo a patch test? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a right total knee arthroplasty and knee joint revision surgery on (B)(6) 2026 and barbed suture was used. The surgery was performed without obvious defects and the surgery was smooth. Twelve days after surgery, the patient's surgical site showed redness, pain and secretion. The surgery was performed again 16 days after operation, and the operation was smooth, and it is currently under treatment. Additional information was requested.